Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged headaches; difficulty breathing/short of breath; device noisy; turns on and off randomly. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipapdevice's sound abatement foam. There was no report of patient harm or injury. The patient alleged headaches; difficulty breathing/short of breath; device noisy; turns on and off randomly, nausea and particles in airway from the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found blower had a high-pitched noise, the device passed the testing and provided the correct pressure outputs. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. The humidifier showed white contamination consistent with mineral deposits,liquid ingress from the water chamber into the unit. This also suggest the use of non-distilled water in the humidifier water camber. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of liquid ingress and dust contamination were observed and are consistent with being from an external source.